Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number, device evaluation and investigation conclusion. Device evaluation of the returned device confirmed the reported complaint. Magnification was used to inspect the ceramic tip. The gold conductive trace was scraped in two locations suggesting rough handling during insertion/use or contact with another instrument. A review of DHR records provides no indication that manufacturing processes contributed to the observed failure. The device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. In addition to providing pre-operation inspection instructions the device IFU (instruction for use) (p9100505-001 rev ah) states on page 6, "do not use the device if resistance to insertion is encountered. Reduce the angle or lower the forceps elevator of the endoscope until the device passes smoothly. Do not advance or extend the device abruptly. Insert the device slowly. Abrupt insertion may cause damage to the endoscope or the device. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device probe head was observed to be totally detached from the sheath when it was pulled out from the endoscope. The detached probe head was found inside the working channel of the endoscope (gif-h290z). There was no patient harm or injury reported due to the event. No user harm reported.